Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that during an ipg upgrade procedure, the physician noticed that the patients leads migrated. The patient underwent a lead replacement procedure, and the physician was able to moved back the leads back to its original position. The explanted devices were not returned as they were kept by the medical facility.